Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg site was sore and sensitive to touch after charging. The patient went to emergency room (ER) and was given medication. It was noted that it was sensitive to touch after charging.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg site was sore and sensitive to touch after charging. The patient went to emergency room (ER) and was given medication. It was noted that it was sensitive to touch after charging.

Manufacturer narrative:
Additional information was received that the patient was having charging issues. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 01:58 pm CT. The report number is being corrected from: 3006630150-2018-62318 to: 3006630150-2018-61935.